Manufacturer narrative:
To resolve the issue, the technician replaced the cover. The unit was tested, confirmed to be operating according to specification, and returned to service. While onsite, the technician counseled user facility personnel on the proper use and operation of the harmonyair ems boom, specifically on proper handling of the device. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived on site following the reported event to inspect the unit and confirmed that the cover had detached. The cause of the reported event is attributed to user facility personnel bumping the harmonyair ems boom into other equipment. The unit subject of the reported event is pending repairs. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure the cover of their harmonyair ems boom was falling off. The procedures were completed successfully. No report of injury.